Event description:
The duett sealing device was deployed following a left heart cath (via a 6f sheath, right common femoral artery). The deployment was reported as unremarkable. About 45 min to one hour after the deployment, the pt complained of their foot feeling numb-pulses were weak but present (dorsalis pedis, posterior tibial and popliteal +1). Later the pt again complained of pain, and now pedal pulses were absent, with the foot cold to the touch. A surgical thrombectomy was performed, with restoration of pulses and good patient outcome.